Event description:
It is reported by the nurse of the hospital, that the plastic material of the handle is getting losen.

Manufacturer narrative:
An event regarding a loose handle involving a triathlon pin extractor was reported. Conclusion: the device was reported to have not been involved with any adverse event as there was no patient involvement and no actual or potential patient harm existed; i.e. There is no indication that the device cannot perform its intended functionality. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by the nurse of the hospital, that the plastic material of the handle is getting loose.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.